Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic sphincterotomy procedure for stone removal. According to the complainant, during the procedure, it was more difficult than usual to cut using the device. However, the procedure was able to be completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic sphincterotomy procedure for stone removal. According to the complainant, during the procedure, it was more difficult than usual to cut using the device. However, the procedure was able to be completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted and the extrusion was melted at the distal pierce hole. The exposed cut wire was discolored/blackened from use/higher power settings. Functional evaluation found that the returned device functioned as intended with respect to electric functioning (connectivity/resistivity). There were no issues with the cut wire. The device functional evaluation confirms that the device met specifications with regard to conductivity. The investigation was unable to confirm the reported complaint. The device history record review found the device met all manufacturing specifications. (B)(4).